Manufacturer narrative:
Chips in the component were noted but it is believed that these may have been caused by surgical handling. Radiographs were provided but the images did not show any component chips as noted on the returned device. The images also appear to show that the osteotomy may be angled or pt bone growth/subsidence may be causing the implant to be slightly angled. These observations were speculative because of the angle of the radiograph and lack of detail shown in the images. Conclusions: fracture occurred in a rapid, brittle, bending mode. The fractured component satisfied all applicable mfg specs. There were no indications of defects in the component. Stem fractures are known to occur with inadequate lateral bone support for the stem as may occur surgically upon seating impact as a result of incomplete broaching of the medullary canal or in time with bone subsidence.

Event description:
The distributor reported that a mcp proximal component was removed from a pt. It was reported that the proximal component was fractured. The pt complained of stiffness and it was noted that the implant may also have possibly rotated. This report is for the distal component which was removed during the revision surgery.